Event description:
It was reported that during a mildly tortuous, mildly calcified, proximal, right coronary artery stenting procedure the xience v (3.5-15mm) stent delivery system was advanced to the lesion without difficulty. Per angiogram, the xience v (3.5-15mm) stent was not at the lesion, but was found dislodged inside the non-abbott guide catheter. In order to prevent the stent from migrating, the xience v (3.5-15mm) stent was expanded inside the non-abbott guide catheter. The xience v (3.5-15mm) stent delivery system, the non-abbott guide wire and the non-abbott guide catheter were then removed as one unit. Reportable, after the removal from the vessel, the non-abbott guide wire was cut around the area of the expanded xience v (3.5-15mm) stent. Another xience v (3.5-15mm) stent delivery system and non-abbott guide catheter were used to successfully complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.